Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 75.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-22647. It was reported that the patient presented for a lead revision. Prior to the procedure, in clinic, the physician administered a 12-lead electrocardiogram and noted that the device was no longer biventricular pacing. Upon interrogation, it confirmed that the left ventricular (lv) lead exhibited loss of capture. Additionally, the patient experienced mild symptoms such as fatigue and shortness of breath due to the loss of resynchronization. Under fluoroscopy, it was verified that the lv lead was dislodged. The lead was explanted and replaced, but the new lead became dislodged after placement. The dislodged lead was removed and a third lead was placed. The patient was in stable condition.